Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the forceps elevator had defective movement by breakage of k-wire, and reprocessing steps recommended in IFU were not conducted. As a result, the foreign material likely remained at/around forceps elevator. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states that insufficient cleaning/disinfection/sterilization of device may pose an infection-control risk to patient and/or operators performing the next procedure with the device. ¿all channels of the device, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the device.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair found the k-wire is completely cut off. Due to wear of angle wire, bending angle in up/down/left/right (u/d/l/r) direction does not meet the standard value. Due to wear of angle wire, the play of u/d and r/l knob is out of the standard value. Due to cut on k-wire, forceps raising angle does not meet the standard value. In addition, the forceps elevator has foreign material and the c-cover has crack. Furthermore, the following findings during inspection were noted on the device: adhesive on a-rubber is detached, a-rubber has discoloration, connecting tube has coating peeling, connecting tube has a wrinkle, image guide (ig) protector has a cut, connecting tube has a scratch, s-cover has discoloration, grip is dirty, (scope) s-cylinder noted shaved, right/left (r/l) knob is dirty, up/down (u/d) knob is dirty, switch #1,2 and 3 (sw1), 2 and 3 has a scratch, protector of universal cord on control section side has a scratch, universal cord has discoloration, universal cord has a scratch, electrical connector( el-connector) has corrosion, indication on grip is unclear, s-connector is deformed, s-cylinder noted shaved, a liquid drips from suction valve, light guide (lg) bundle has breakage, adhesive around light guide ( lg) lens has wear. Evaluation findings found the customer reported issue was confirmed. Evaluation found the - k-wire is completely cut off and wear/defects on angle wire were observed. Additionally, the c-cover has a crack and the foreign material was observed on the forceps elevator attributed to handling (failure to clean ), device reprocessing issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of k-wire broken and less angulation. The issue found during receipt inspection. There was no patient harm, no user injury reported due to the event. Device evaluation found the forceps elevator has foreign material. The c-cover has a crack. This report is being submitted for the foreign material found on the forceps elevator and cracked c-cover which was found during device evaluation.